Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed off no power alarm, battery out limit and motor error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that they did not receive a low battery alert prior to the off no power alert. The customer stated that the drive support cap was normal. The customer stated that new battery did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm, failed battery test, weak battery alarm, low battery alert, unexpected battery power loss anomaly due to blank display. The motor was tested outside of the device and passed. Insulin pump received with cracked battery tube threads.